Event description:
During a laparoscopic hepatectomy, 3 subject devices failed. Probe damage error occurred. Then the physician found that the ptfe pad of the devices was partially separated. This phenomenon was occurred regarding 3 devices. The procedure was completed with another device. There was no pt harm reported. This is a report regarding the third subject device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for evaluation. Therefore, omsc could not evaluate the subject device. The exact cause of this phenomenon cannot be determined. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same mode, it is grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. This report is being submitted as a medical device report in an abundance of cation. Please cross-reference the following reports: 8010047-2014-00268 and 8010047-214-00269.